Manufacturer narrative:
The complaint of disconnection / loose connection on item mc33122 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. Lot history review couldn't be performed due to the lot number for this complaint was unknown.

Manufacturer narrative:
B3 - date of event - unknown, the date of event as 1 may 2024 has been assumed. H3 - the lot number of the device that was in use is unknown. This is why the manufacture and expiry dates are also unknown. The product availability is unknown and it has not yet been received. If the product is received it will be evaluated and a supplemental report submitted.

Event description:
ICU medical received a report of disconnection on an unspecified date with regard to a 7" (18 cm) appx 0.51 ml, pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer. It was stated on the report that the IV placement is failing due to having to use more pressure to tighten these new connectors which is manipulating the IV catheter itself, resulting in the loss of successful placement or the ability to obtain lab specimens, causing patients to have to be re-stuck for access. There was patient involved and unknown human harm. Lot number is unknown resulting in unknown manufacture and expiration dates.